Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia and heart block. It was noted that the rv lead had a possible fracture, a spike in impedance which resulted in high impedance, noise and a polarity switch had occurred. It was further reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited intermittent capture, loss of capture and oversensing. The leads were explanted and replaced. No patient complications have been reported as a result of this event.